Manufacturer narrative:
There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a small hairline pneumothorax. The target nodule was located in the right middle lobe close to a fissure and 0 mm from the pleura. The pneumothorax was detected via a 3-dimensional imaging system. The physician obtained blood from the patient's intravenous access and introduced the blood using the ion catheter to form a blood clot in the suspected area. The procedure was completed successfully without any delays, and the patient did not require chest tube placement. The patient displayed no symptoms and did not require any further intervention or hospitalization. The physician believed the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.